Event description:
The customer reported that the dxh 800 hematology analyzer generated erroneous differential test results on one pt sample. The analyzer reported 77.7% monocytes and the test results were accompanied by an instrument- generated a monocyte blast flag. A manual differential indicated 67% of the cells were neutrophils. A rerun sample of the analyzer gave "correct results". The erroneous results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for additional reportable events. An analysis of the test data associated with this sample indicated significant neutrophil (ne) cell population shifts when compared to expected normal ne population positional parameters. This observation was confirmed by diff latron quality control data which recovered outside of established range. This abnormal system configuration produced a shifted pattern outside of the algorithm specifications, which is the root cause for the erroneous designation of the ne population. Due to the abnormal data pattern, the monocyte blast flag was generated by the instrument. A field service engineer visited the site on (B)(4) 2009 and replaced the multi-transducer module pre-amp card and the co-axle cable.